Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, update to h3 and the lms final investigation. Based on the results of the investigation and the information provided, olympus confirmed foreign material in the nozzle, but the type of material was unknown. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.